Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was repositioned and the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.